Event description:
The customer reported a blank display on the insulin pump and a hospitalization due to diabetes ketoacidosis. The customer stated that some moisture got on the pump as customer was pressure washing. The customer felt lightheaded and fell. The insulin pump got disconnected from site. The blood glucose at the time of hospitalization was unknown, however, when the customer left the house, the blood glucose was 175 mg/dl due to treating with a manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.